Manufacturer narrative:
(B)(4).

Event description:
The patient reported that ins (implantable neurostimulator ) didn't do its job. Troubleshooting/interventions already performed: none. The patient reviewed he had no symptom relief last night troubleshooting/interventions and results were: connected patient programmer, reviewed stim on at 1.8v. The patient increased to 3.5v and began feeling stim. Symptoms reported were: no symptom relief. Location of symptoms reported: bladder. Following implant. Event date: (B)(6) 2015. The patient later called on (B)(6) 2015 and reported that they had experienced a loss or change of therapy. Patient stated when he did the trial he was on number 8 which gave him relief but with the implant he is on 2.5v and he was still going to the bathroom and wanted to know if he could increase stimulation. The patient did not remember getting instruction from hcp (healthcare provider) office. Event date: (B)(6) 2015. On (B)(6) 2015 the patient called back stating he increased stim and felt it but later in the day did not feel the stim anymore and did not have improved symptoms during the night (continuation of previously reported symptoms). Event1 - no stim. Event date: (B)(6) 2015. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that the lack of therapeutic benefit and lack of stimulation was not notified by the health care provider.